Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut into three pieces. One haptic is missing. The lens was cleaned with lphse. Multiple scratches are observed. A deep gouge is observed on one of the pieces with loose lens material. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and unspecified viscoelastic. The reported scratches was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was implanted and noted to be scratched. The lens was removed during the initial procedure and the procedure was completed using a backup lens. Additional information was requested.